Manufacturer narrative:
Physio-control evaluated the device and verified the reported device issue. It was observed that the internal hlc batteries, designators bt1 and bt2 were completely depleted and would no longer take a charge. Additionally internal hlc battery bt3 was depleted to 1.1 volts. Physio-control determined that the analog pcb assembly caused the depletion and the damage to the hlc batteries, but a specific component cause of this could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak).  With all three icons illuminated, the device may not have sufficient power available to charge and deliver effective defibrillation energy to a patient, if needed. There was no report of any patient use associated with the reported issue.